Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and hardening in the right breast.

Event description:
Physician reported "pain and hardening in the right breast." MRI confirmed capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red encapsulation; red particle material on the shell; yellow tissue; deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported "pain and hardening in the right breast." MRI confirmed capsular contracture baker grade IV. Device has been explanted.